Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. The lens was explanted on (B)(6) 2013, due to significant reduction of endothelial cell counting/significant endothelial cell loss. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Pt weight: unk. (B)(4).

Manufacturer narrative:
Method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry and there was evidence of clear surgical residue. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - there is not enough clinical data to determine what could be the cause for this significant cell loss; this eye experienced post-operative complications and two secondary interventions. Intra-operative damage to the endothelium by toxic substances, instruments used and intra-operative manipulation and severe inflammation/trauma should be considered as potential causative factors. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).